Manufacturer narrative:
(B)(4). The incoming inspection has been performed on product#: 26426, lot: 231101 in accordance with sop-11, incoming inspection procedure. The lot passed the inspection with no non-conformities reported. The cmo has conducted an investigation that included the following: production process review: the production records of this batch were reviewed, and no abnormalities were found in the production process. The raw materials and production techniques remained unchanged. Batch sample inspection: twenty pieces of samples from batch number: 231101, specification 27g×1-1/2", were tested: 1) each sample was inspected for appearance. All needle tubes and hubs were fully bonded with adhesive, and no abnormalities were observed. 2) ten samples were tested for rigidity and toughness according to the iso 7864:2016 standard. All samples passed the test without any fractures observed. 3) the remaining ten samples were tested for firmness test in accordance to iso 7864:2016. A 22n pulling force was applied, no detachment occurred between hubs and needle tubes, and no needle tube fractures were detected. All test performed passed the inspection and were deemed qualified. The complainant stated that the defective needle hub was immediately discarded, and therefore won't be available for investigation. The complainant confirmed on (B)(6) 2025, that the needle has been retrieved from the patient, and was advised to provide photos, videos, and measurements of the needle. In summary, all retained samples were found to be qualified for product release with no needle detachment or breakage detected in the tested samples. It is likely that the needle could break if bend beyond the 20 degrees limit or subjected to external force during clinical use; however, this cannot be confirmed. Therefore, the root cause remains unconfirmed due to the lack of defective product to examine.

Event description:
The caller reported that during neck surgery, the hypodermic needle snapped during the procedure. The doctor attempted to locate the needle during the procedure but could not find it. Three days later, the patient was advised to undergo an x-ray. The x-ray results confirmed the needle had been left in the patient's neck. The doctor stated that the patient did not feel or experience any pain when the issue was initially reported.